Event description:
It was reported that marker did not deploy properly in the breast. The collagen marker and tip broke from the applicator and the dr was able to locate the piece. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.